Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing, no p wave sensing, no capture at max output and drop in rv impedance were reported. Lead dislodgement is suspected. Patient to be brought in for x-ray to confirm. Lead remains implanted. ICD therapy was turned off per md request. Should additional information be received, this file will be updated.